Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a combined initial and final report.

Event description:
The user has been re-implanted with a new device on (B)(6) 2021. No further information has been made available.